Event description:
Customer reported she observed "too much pain on her arm" after two weeks of wearing the adc device. Customer had contact with a healthcare provider who prescribed an unspecified "oral pill". No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sesnor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered in section b3 is based on the customer report of "2 weeks ago" from awareness date in MDR all pertinent information available to abbott diabetes care has been submitted.